Manufacturer narrative:
During the process of complaint, attempts were made to obtain complete event information for treatment, but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 4 of 5. Reference MFR. Report: 3006705815-2020-01025, 3006705815-2020-01026, 3006705815-2020-01027, 1627487-2020-02404. It was reported the patient had a suspected infection at an unknown location and the entire scs system was explanted. There was no complications observed during the procedure.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. It was inadvertently reported the patient code as (B)(4) in initial report. The correct code has been updated.